Event description:
Reported as "the pump shut down, had a high-pitched alarm, and the screen went blank". Additional information states that a "clinical support specialist received a call regarding a male patient post CABG surgery. [The clinicians] have had several high baseline alarms. [The clinicians] noted the alarms when they tried to set the patient up. We initially discussed repositioning the patient and not setting the head of the bed up much. I also had them check the condensation bottle and it only had a slight bit of condensation in the bottle. I had them empty the bottle. The nurse called back and this time the pump had shut down and had a constant high-pitched alarm. [The clinicians] had powered the pump off and back on. The screen came back up, the waveform lines are show straight lines, the helium and battery icons have flashing red xs. The screen would then go blank and then would have changing colors. The patient is stable. Another pump was obtained, and the patient was connected to the second pump. Pumping was resumed. The fiberoptic was calibrated". Associated MDR 3010532612-2022-00458.

Manufacturer narrative:
(B)(4). The reported complaint of multiple class 1 alarms triggered is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Reported as "the pump shut down, had a high-pitched alarm, and the screen went blank". Additional information states that a "clinical support specialist received a call regarding a male patient post CABG surgery. [The clinicians] have had several high baseline alarms. [The clinicians] noted the alarms when they tried to set the patient up. We initially discussed repositioning the patient and not setting the head of the bed up much. I also had them check the condensation bottle and it only had a slight bit of condensation in the bottle. I had them empty the bottle. The nurse called back and this time the pump had shut down and had a constant high-pitched alarm. [The clinicians] had powered the pump off and back on. The screen came back up, the waveform lines are show straight lines, the helium and battery icons have flashing red xs. The screen would then go blank and then would have changing colors. The patient is stable. Another pump was obtained, and the patient was connected to the second pump. Pumping was resumed. The fiberoptic was calibrated". Associated MDR 3010532612-2022-00458.

Manufacturer narrative:
(B)(4), n/a, other remarks: n/a, corrected data: n/a.